Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-12: information was received from a patient representative regarding an implantable neurostimulator. The reason for call was the implant quit working in less than a year. The issue started within the last several months, since (B)(6), when patient was in the hospital. Patient representative said the representative did nothing to help them. Patient now wants the battery taken out. Patient feels the manufacturer should cover the cost because they got a defective unit. Patient's intensity settings were between a 3 and a 4. Pt rep mentioned they had been put through run around and nobody took it seriously. Reviewed the warranty process. Redirected to healthcare provider. 2025-may-15: additional information was received from a manufacturer representative (rep). The rep reported that the patient had a cancelled appoint to meet and a replacement date that was being rescheduled.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the manufacturer representative (rep) would return the device.

Manufacturer narrative:
H3: product ID# 977006, s/n:(B)(6) was returned for analysis. Analysis found there were no significant anomalies found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was premature/abnormal ins depletion. Patient¿s ins depleted after 11 months of implant in a tonic (low rate program) with intensity set at 4.0. The device was removed and replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.